Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and a representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient on (B)(6) 2017 that they had to charge their device every 4-5 weeks and they had it on all of the time. It was reported that there were changes to therapy. It started fluctuating 6 months before 2016 when it died due to normal battery depletion. It was reported that the device went out and they were in excruciating pain. The health care professional (hcp) recommended that when this occurred the patient should go to the emergency room (ER), which the patient did. It was reported that at the ER the patient was on morphine for 3 hours and then the hcp told them that they could not help. The patient then went to see their pain management hcp. Eventually the patient saw the surgeon was told that a new battery was going to be put in. The patient thought that the new battery was made by the same manufacturer as their first one, but later found out that the new battery was another manufacturer¿s product. It was indicated that the patient may have their current device replaced again with an MRI compatible device by the first manufacturer. Additional information from the manufacturer representative on (B)(6) 2017 confirmed the information as they had been information about this last week from a neurologist and that the manufacturer representative planned to contact the patient. Additional information was received from the consumer on (B)(6) 2017 reporting that they wanted to hear from a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.